Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the there was a crack or scratch in the screen and when she pushes the buttons sometimes there were a delayed in response and she had to push it again. No harm requiring medical intervention was reported. The device will not be returned for analysis.